Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in the fill channel and shell, creases flat, wear abrasion, valve crack and an opening on anterior (plug strap bond edge). Leak test and microscopic analysis were performed which identified sharp opening on plug strap bond edge, valve crack and non-penetrating nicks. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on anterior (plug strap bond edge) due to an unidentified(tear) opening, and a cracked valve seat diaphragm valve.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.